Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no moisture damage found inside the pump. There was no blank display, vibrating anomaly, or constant tone were noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 181 mg/dl at the time of incident. She stated the screen went blank after the insulin pump was exposed to moisture. She stated the pump is vibrating without alarms or alerts. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.